Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis was unspecified antibiotics administered interperitoneally (ip) (dosage, route, and frequency not reported). The patient had recovered from peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was sometime in the beginning of (B)(6) 2014. A batch review will be performed for the potentially associated lot numbers h13b28085, h13e02083, h13d08067, h13f05076, h13e14096, h13d30020, h13h08043 and h13h30047. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a follow up medwatch will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13b28085, h13e02083, h13d08067, h13f05076, h13e14096, h13d30020, h13h08043 and h13h30047. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.